Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable intact human chorionic gonadotropin + the b-subunit (hcg+b) results for three patient samples. Sample 1 original result was 14 miu/ml. The repeat result on another analyzer module was 230 miu/ml. The repeat result from the original analyzer was 14 miu/ml. The second repeat result on the other analyzer module was 230 miu/ml. The repeat result from a third analyzer module was 230 miu/ml. Sample 2 original result was 16 miu/ml. The repeat result from another analyzer module was 860 miu/ml. The repeat result on the original analyzer was 16 miu/ml. The second repeat result from the other analyzer module was 860 miu/ml. The repeat result from a third analyzer module was 860 miu/ml. Sample 3 original result was 10 miu/ml. The repeat result from another analyzer module was >10,000 miu/ml. The repeat result from a third analyzer module was >10,000 miu/ml. The original results were not reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The reagent lot number was 18003903 with an expiration date of 12/31/2015. The field service representative found the original testing had been performed using an insulin reagent pack instead of an hcg+b reagent pack. He found the lever arm for the reagent registration was stuck in the down position and kept the system from performing a reagent registration once reagents were loaded and the lid installed. The customer had replaced an existing hcg+b reagent pack with an insulin reagent pack. When opening the reagent disk, the sensor did not work correctly and the opening was not registered by the analyzer. Therefore, the reagent scan was not automatically executed and the insulin pack not registered. Consequently the analyzer was running the hcg+b measurement using the insulin pack the field service representative cleaned the lever arm for the reagent registration. He checked the lever arm for proper movement and performed registrations. He verified operation was within specification.